Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 1775 mg/dl. The customer was shaking and unresponsive. The spouse called the paramedics. The cause of the hospitalization was metabolic acidosis. At the hospital the customer was getting insulin via IV. During troubleshooting the drive support cap appeared normal, time and date were programmed correctly. The reservoir and infusion set were not connected to the insulin pump at the time of the call. According to the caller, the basal rates were extremely high; 14 units per hour. The customer does not use bolus wizard setting or the sensor feature; they calculate the necessary amount of insulin to be delivered. Two motor error alerts were noted in the history of the insulin pump. When the spouse of the customer comes back from work, they deliver 25 units of insulin if the customer's blood glucose is too high. No further information was provided.

Manufacturer narrative:
The insulin pump received with operating currents within specification. The insulin pump passed self test, error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime the insulin pump during prime test due to force sensor damage by moisture. Moisture traces were found at motor assembly. Unable to test motor due to moisture damage. The insulin pump received with cracked case at display window corners. The insulin pump received with scratched lcd window.